Event description:
It was reported that, "while implanting, the screw bent. Removed the screw and implanted another one."

Manufacturer narrative:
Method: DHR, packaging insert, complaint history review. Evaluation summary: the root cause of this event is likely related to operative technique. The root causes of previous reported events were neither design nor materials nor manufacturing related. The results of previous investigations indicated that improper drilling technique and/or extreme angulation during insertion will cause impingement of threads within the screw hole of the shell. This can lock the bone screw half way and/or result in incomplete seating of the screw inside the shell screw hole. Applying excessive torque to release and/or attempt to seat the screw can fracture and/or deform screw. The device manufacturing history record indicated no reported discrepancies. (B)(4).